Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Due to the damage from the expulsion, it could not be determined if there was damage present to the pack before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: china.

Event description:
It was reported that during surgery the pulsavac experienced a flow issue. It did not spray the saline. There was no harm reported. A delay of 5 minutes in procedure to prepare an alternate device. During product evaluation it was found that the battery had burst and there was black debris inside the tray. Diligence is complete and there is no additional information available.